Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when performing the sphincterotomy the cutting wire of the hydratome lost its ability to bow. After the fourth or fifth flex of the bow, the distal end of the cutting wire separated from the catheter; no part detached inside the patient. At the time the cut wire broke, the procedure was considered complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and bent. The exposed cut wire was blackened and twisted, however, it was intact (not broken). Additionally, the cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 9 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when performing the sphincterotomy the cutting wire of the hydratome lost its ability to bow. After the fourth or fifth flex of the bow, the distal end of the cutting wire separated from the catheter; no part detached inside the patient. At the time the cut wire broke, the procedure was considered complete.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.